Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the protective sheath and the mandrel were removed at the same time. Without air aspiration and flushing being performed. The stent delivery system (sds) was handed to the physician, and the physician found that the stent was not mounted on the sds balloon. The stent was found inside the protective sheath. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a definite root cause for the stent dislodgement. Evaluation summery: quality assurance analysis of the device revealed that the sds was returned without any blood visible. There was contrast visible on the inflation lumen and fluid visible in the guide wire lumen. The stent implant was returned on the stylet with the orange protective sheath. The stent implant was on the stylet the correct was with the distal end of the stent implant facing the distal end of the stylet. The proximal end of the stylet was bent over, to keep the stent implant on the stylet. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant, and these measurements met manufacturing criteria. The inner diameter of the protective sheath was measured with a pin gauge, and met manufacturing specifications. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to stent dislodgement prior to use include, but are not limited to, improper or inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or handling. Analysis of the returned device confirmed that the stent implant was dislodged as it was returned on the stylet. No damage was noted to the stent implant, and the outer diameter was found to be within manufacturing specifications. The sds was returned with contrast visible in the inflations lumen, though there was no blood visible. Based on the incident information, the device was not prepared for use prior to removing the protective sheath, and thus it appears that the contrast may be present as a result of device preparation after sds was removed from packaging. Crimp marks were visible on the balloon between the makers, indicating that the stent implant had been positioned correctly during manufacturing. There was no damage observed to the sds which could have contributed to the dislodgement. The protective sheath was also returned for investigation, and it was found that the inner diameter of the sheath met manufacturing specifications. Thus, although a definite root cause for the dislodgement cannot be determined, there are no indications of a product quality issue contributing to dislodgement. A review of the device history records did not reveal any non-conforming material reports associated with the lot. A conclusive root cause could not be determined and there were no indications of a product quality issue product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by product performance.